Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550799, expiration date 12/31/2009).

Event description:
Customer reportedly received result of 337 mg/dl on advantage system 1 and 137 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.